Event description:
It was reported that during the index procedure, the back-end wheel of the stent graft etcf3232c49ee endur ii cuff aortic extension device was found to be damaged and broken into two pieces when the box was opened and the device was being prepared. The physician disregarded the damaged aortic extension and implanted another device of the same reference from emergency stock. The event was resolved by using the replacement device. Per the physician the event could not be determined. It was noted that it could have been caused by damage during transport but it was said the device packaging and box were free of any damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : two still images were received for analysis, however the images appeared to be duplicated. Image depicts the proximal section of an endurant delivery system on a table. The backend wheel detached and the tabs on the backend wheel appear to be broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.